Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: device manufacture date: 09/08/2015. Medical device expiration date: 06/30/2016. Medical device lot #: 5251324. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had issues with blood filling in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.